Event description:
It was reported that the incident report was filed on had to return to surgery for a hematoma evacuation because the drain did not work as it should have. This is not the first patient that they had this problem with. This complaint is for product (pcn #0070310) and (pcn #0070740).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the incident report was filed on had to return to surgery for a hematoma evacuation because the drain did not work as it should have. This is not the first patient that they had this problem with. This complaint is for product (pcn #(B)(6)) and (pcn #(B)(6)).

Manufacturer narrative:
The reported event was confirmed cause unknown. Photo: received (2) photo samples. All photo samples showcase an overview of a wound drain and tubing. Visual: attempted to suction mbs with the returned evacuator and drain tubing but no solution was suctioned. The evacuator was tested with inhouse tubes, and it suctioned the mbs with no issues (unconfirmed for the evacuator). The returned wound drain was attached to an inhouse bulb evacuator, and no suction was achieved. Further visual inspection noted total obstruction at the end of the tubing, the one that connects to the bulb evacuator and accessories, a pin gauge was tried to be inserted but the path was completely blocked. The labeling is found to be adequate a review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.